Manufacturer narrative:
Correction: disregard file, suspect device was determined to be a concomitant through failure investigation. Please refer to manufacturer report number 2016493-2020-04773, which captured the suspect device.

Event description:
It was reported that the device stopped working while infusing epinephrine at 100mcg/kg/min, vasopressin, dilaudid and dextrose. The pump was not bumped or manipulated in any way, the pumps were plugged in and fully charged. The error code listed was "system error: operating channels will continue as programmed. Replace programming module with an operational unit as soon as possible. Settings unrestorable. Record before pressing system on (red arrow) to power down. Code 255-12-275". The nurse stated that the medications did not continue to infuse as programmed.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Requested but not provided.

Event description:
It was reported that the device stopped working while infusing epinephrine at 100mcg/kg/min, vasopressin, dilaudid and dextrose. The pump was not bumped or manipulated in any way, the pumps were plugged in and fully charged. The error code listed was "system error: operating channels will continue as programmed. Replace programming module with an operational unit as soon as possible. Settings unrestorable. Record before pressing system on (red arrow) to power down. Code 255-12-275". The nurse stated that the medications did not continue to infuse as programmed.